Event description:
While attempting to insert the power-glide midline catheter, the guide-wire was deployed, but the catheter would not slide off the needle. Removed the needle and found no guide-wire was connected to the end of the needle. FDA safety report ID# (B)(4).